Event description:
The consumer alleges their jacket bumped the speed control all the way up, causing consumer to fall down a 7 foot embankment. Consumer has to carry a metal thermos at all times which is strapped to their chest. The thermos allegedly damage their left lung, resulting in losing part of the lung.